Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the customer noticed after the first firing with a gst green reload that there were yellow drivers from the reload in the bottom jaw of the device. The customer rinsed the jaw out and proceeded to load a gst black reload for the next firing. The staple line of the second firing had properly formed staples and staple line at both the distal and proximal ends of the staple line, but there were partially missing lines of staples and malformed staples in the middle section on both the patient and specimen sides. There was excess bleeding noted, approximately 50 cc. It was not necessary to open the patient or provide a blood transfusion. The bleeding was controlled using a second stapler of the same product code and a new green gst reload. The surgeon then oversewed the new staple line to secure it. Procedure was completed with that same second stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56975. The analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired, however, there are 15 drivers missing from the cartridge left side and staples are present on the pockets of the missing drivers, there is no damage on the one piece sled or the cartridge shroud. In addition, another gst60t cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.